Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a sensing anomaly on the right ventricular (rv) lead was noted. During lead revision, the physician noted the helix was difficult to extend. The lead was repositioned successfully and the patient was stable with no adverse consequences.